Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited unacceptable thresholds. The lead was no longer used. No patient symptoms were reported.

Manufacturer narrative:
A medwatch form report was received from the user facility, report number (B)(4).